Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA/510(k)#: k980987(syringe); k951254 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide syringe and needle exhibited the following: "the distal tip of the needle is covered, but there is a portion of the needle that is still exposed, the needles have a lot of play (movement at the connection), and bending." It was also reported that the needle can be removed from the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd safetyglide syringe and needle exhibited the following: "the distal tip of the needle is covered, but there is a portion of the needle that is still exposed, the needles have a lot of play (movement at the connection), and bending." It was also reported that the needle can be removed from the syringe. No serious injury or medical intervention was reported.